Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear which may have been due to a combination uneven pressure distribution between the tibial and femoral components and patient-related conditions. The reported fracture of the patella pegs cannot be confirmed as the device was not available for evaluation and the provided images do not show the backside of the device. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 234-03-03 optetrak asy, ps cemented femoral, sz 3, (B)(6); 204-04-33 trapezoid tibial tray sz 3f/3t (B)(6).

Event description:
As reported, approximately 13 years and 4 months post the initial right total knee arthroplasty, the patient was revised due to poly issues with flaking and delamination of the patella. The three lugs had sheared away from the patella. The liner and patella were exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.